Manufacturer narrative:
Unit passed displacement test and self test. Unit was programmed with test transmitter link (link 3 gl3). The pump was connected to a test transmitter and monitored without any connection interruptions. No transmitter anomalies were noted. Unit was downloaded successfully using thump software. Pump error 63 (variableinfo = 21 filenumber = 643 linenumber = 501) confirmed on 10-sep-2024 at 06:45:55.000 due to hardware issue with the rf chip. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap locks properly into the reservoir compartment. Unit received with scratched case. In conclusion, customer allegation for no communication between pump and transmitter was not confirmed. Unit and transmitter communicated properly during testing. Pump error 63 confirmed in the history/trace files due to hardware issue with the rf chip. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the transmitter and the pump, pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the event. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.